Event description:
Caller reported not seeing drops of insulin at end of tubing during the fill tubing step of load sequence. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer resolved the issue independently by changing the infusion set and cartridge, successfully resuming insulin delivery.